Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The event date and the date on which the initial reporter was advised to discontinue use of the cycler was (B)(6) 2020. However, a review of the treatment data in the cycler indicated the cycler was continued to be used after the event; the last treatment date was (B)(6) 2020. The cycler is no longer in the same condition as it was on the event date, therefore, physical evaluations findings are not applicable to the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident could not be reached.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient utilizing a liberty select cycler at a rehab center experienced a fluid leak which was observed coming out of the cycler's cassette compartment door during fill 2 of 5. The registered nurse (rn) reported that the cycler was alarming patient line is blocked during fill 2 of 5. It was indicated that there was fluid within the cycler. The cassette setup was reviewed with technical support and it was noted that the likely cause of the patient line is blocked alarm was that the patient line was clamped after noticing the fluid leak. The rn was advised the clamp all the lines and power down the cycler. A replacement cycler was issued and the reported cycler was scheduled to be picked up and returned to the manufacturer for physical evaluation. The rn was advised to contact the peritoneal dialysis registered nurse (pdrn). It was indicated that an alternate treatment plan was available. Upon follow up with the rn, it as indicated that an on-call pdrn arrived at the clinic, checked the machine, and could not identify a cause for the leak. The patients treatment was continued on the pd cycler. The rn was unsure if the cassette and solution bags were resetup or replaced. The rn could not confirm if the patient was able to complete treatment. Patient's record were unavailable and the rn could not provide patient details, status of the cycler return, status of the cycler replacement, nor the status of the reported cassette. There was no adverse event, symptoms, nor medical intervention indicated to have been caused by the reported event.